Event description:
It was reported that during a factory reset of the ilet, the user became stuck on the ¿fill tubing¿ step. An agent guided a mobile restart, which completed successfully, and then provided setup education, after which the user declined further assistance. No reported clinical effects, alerts, or alarms reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support review and user education. Investigation of this case revealed the device restarted and functioned as expected after guidance, with no reproducible malfunction identified. It was concluded that the event was resolved through troubleshooting and education, and the device operated within specifications following restart.